Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es 12 hour monitoring server for memory spiking and station disconnect. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d catalog, UDI, serial, model, concomitant med prod data and device manufacture date upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode due to system resource failure. A technical support service followed the "es 1.7 - stations entering "disconnected" mode repeatedly - recompile setting" and "medstation es server performance degradation post 1.7 / 1.8 install - memory/ram requirements too low in deployment guide" knowledge articles steps to resolve the memory resource issue. The tss recommended to the customer that, preferably, at least once a month user should reboot the es server and cce. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server 12 hour monitoring server for memory spiking and station disconnect. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.